Event description:
It was reported that stent thrombosis occurred. In (B)(6) 2014, the patient presented chest pain and emergency percutaneous coronary intervention (pci) was recommended. The 100%, in stent restenosed, 28mm in length, 3.5mm in diameter, type b timi flow target lesion was located in the moderately tortuous proximal left anterior descending (lad) artery. An unspecified stent was previously implanted in the target lesion. Emergent catheter procedure was performed. A 32 x 3.00 promus premier¿ stent delivery system (sds) was then selected and deployed at 12 atmospheres, overlapping the previously implanted stent. Intravascular ultrasound (ivus) was performed. Subsequently, there was timi flow grade 3 and residual stenosis was 0%. In (B)(6) 2015, coronary angiography was performed in order to treat the right coronary artery (rca). It revealed the proximal of the promus premier stent was totally occluded with thrombosis in the proximal lad. An unknown guide wire was advanced to the lesion but failed cross due to occlusion. Two other guide wires were advanced into the left circumflex (lcx) artery and into the high lateral to support the guide catheter. When the guide wires were removed from the patient, it was noted that thrombus was attached on the guide wire. Patient underwent coronary artery bypass graft (CABG) to treat lad and the rca. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).